Event description:
The facility's biomedical engineering department reported that "IV tubing filled with blood and the pump did not alarm" during pt use. Reportedly, the pump appeared to be "pumping backward". The pump was infusion lactated ringer at a rate of 125ml/hr on channel a. The lactated ringer tubing (product code 2c6537s) was set to be the main IV line. The nurse started pitocin infusion on channel b at a rate of 2ml/hr and connected the pitocin tubing (product code 2c7554s) to the main line using a port closest to the pt, below the pump. The infusion was running through the pt's peripheral "straight line". No filters and no extension sets were added to any of the IV sets. Channel c was not being used. The nurse increasing the pitocin infusion every 20 minutes by 2ml. The nurse increased the infusion 6 times and when she went to the pt room, noticed blood backed up 10-12 inches in the main tubing and was backing up in the pitocin line. The pump did not alarm when the event occurred. The nurse increased the main IV infusion to a rate of 500ml/hr and the tubing cleared. The nurse notified "IV team" and "everything was fine". According to the nurse, no pt injury or need for medical intervention had been reported.